Manufacturer narrative:
[Piotrowicz_efficacy and safety of photo. Vapor. Of the prostate_2017.pdf].

Event description:
It was reported in photomedicine and laser surgery the results of a study on the efficacy and safety of photoselective vaporization of the prostate (pvp) to treat benign prostatic hyperplasia on patients taking anticoagulation or antiplatelet therapy. 109 patients underwent a pvp using greenlight hps 120w laser; 65 were on anticoagulants or antiplatelet drugs and 44 were not. The patients underwent treatment between 2009 and 2012. The study reported the following complications from the post procedural follow-up; retrograde ejaculation, hematuria, dysuria and urinary tract infection. There is insufficient information it is not possible to ascertain the specific device or patient information from the article.